Manufacturer narrative:
The technician adjusted the brake position for all four casters to repair the stretcher.

Event description:
Info received indicates the stretcher continues to roll after the brake pedal has been placed into the brake position.